Manufacturer narrative:
Patent's age was not provided. The prior multiple admissions for gi bleeding referenced in this section was not previously reported. Unique identifier (UDI) #: (device identifier) ¿ (B)(4). Approximate age of device ¿ 4 months. The pump remained in use supporting the patient at that time. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. The patient was admitted in (B)(6) 2017 due to gastrointestinal bleeding and had a congestive heart failure exacerbation. The video capsule showed erythema in the stomach, nonbleeding punctate angiectasia in the small bowel. The patient had multiple prior admissions for gi bleeding (dates not provided) since the pump was implanted. The patient had supratherapeutic inr on each admission despite not taking extra doses/change in diet. The patient was taken off of aspirin and was discharged with an inr goal of 1.8-2.2.

Manufacturer narrative:
Patient's date of birth is unknown, patient's age at time of event was (B)(6). No product was returned for investigation. A correlation between the device and the report of bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.